Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On july 12th, 2024 getinge became aware of an issue with 46-series washer disinfector with model name 46-5. As it was stated the buffer cylinder of the washing machine cart was damaged. Gathered information allowed us to establish that the wash rack slipped of the cart, causing the equipment to fall to the ground. So far, we have not been informed about any serious injury as a consequence of reported issue, however we decided to report the issue in abundance of caution and based on the potential for serious injury if the situation was to reoccur

Manufacturer narrative:
On july 12th, 2024 getinge became aware of an issue with 46-series washer disinfector with model name 46-5. As it was stated the buffer cylinder (part number: 477292701) of the washing machine cart was damaged. After the replacement of damaged part washing machine cart meets the factory technical standard requirements and is submitted to the customer for continued use. Gathered information allowed us to establish that the wash rack slipped of the cart, causing the equipment to fall to the ground. Based on our assessment, it is likely that the cause of the failure of the component- buffer cylinder (477292701) involved in the adverse event is due to wear, however, despite our best efforts, we are unable to confirm this. After the replacement of damaged part washing machine cart meets the factory technical standard requirements and is submitted to the customer for continued use. When the event occurred, the device was directly involved and not meet its specification. Upon the event occurrence the device was not being used for patient treatment. We decided to report the issue based on a potential as a similar event could contributed to the injury if reoccurs. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).